Event description:
It was reported that the patient's implantable neurostimulator (ins)had migrated down and was caused pain, dysfunction, and was "banging on the bladder." It was noted that the ins had been implanted into the patient's abdomen because they were very thin. In addition, the patient was reported to be "super active" and was a yoga instructor. The patient was scheduled for an ins replacement for (B)(6) 2013 where it will be implanted subcutaneously in the buttock area. It was planned to still use the current lead with the new ins. Additional information was requested but was not available at the time of this report. Further evaluation of this event determined that this event was previously reported in manufacturers report # 3004209178-2010-09800. All further follow up information will be reported in under this current manufacturers report.

Event description:
Additional information received on (B)(6) 2013 noted that the battery and extension were removed and a new battery was implanted on (B)(6) as planned. The patient was doing well.

Manufacturer narrative:
Product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1996, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3080, lot # n22457, implanted: (B)(6) 1996, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2013, product type: extension. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3080, lot# n22457, implanted: (B)(6) 1996, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was replaced in 2013. The patient noted they had to do a revision because the ins was implanted in the stomach and it fell and had to be stitched in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device fell into the patient¿s peritoneum and was knocking around in their organs so it caused a great deal of pain. It was noted the device was revised and moved to the back and now the patient had it in the regular location where everyone else had it. It was reported the patient was thin so the implant stuck out a lot but the patient was ¿not having any problems with that.¿ no further complications were reported/anticipated.